Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for coagulase negative staphylococcus, and the patient was treated with intraperitoneal (ip) and oral vancomycin (dosage based on trough level). The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn attributed causality to an unspecified touch contamination event. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. The patient continues to undergo ccpd while hospitalized and will resume utilizing the same liberty select cycler at home following discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for coagulase negative staphylococcus, and the patient was treated with intraperitoneal (ip) and oral vancomycin (dosage based on trough level). The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The pdrn attributed causality to an unspecified touch contamination event. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. The patient continues to undergo ccpd while hospitalized and will resume utilizing the same liberty select cycler at home following discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and abdominal pain, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus is universally present in great numbers on the mucous membranes and skin of humans and other warm-blooded animals. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.